Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; pieces of glass missing at the location of the fracture; the glass cap exhibits mild devitrification and very mild detritus adhesion at the output window; the metal cap exhibits moderate detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 200,040 joules of use and 33 minutes, a break in the fiber was observed. Additional information wasn't reported. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed with an alternate procedure (rtu). There was no injury to patient reported.